Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The customer stated that she had changed the battery and put in a new set of insulin, and the insulin pump had been making a solid tone since then. She stated that none of the buttons responded. She reported that the beeping noise occurred after a sensor change, as well as set change. The customer's blood glucose was 371 mg/dl. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with all buttons responding properly. No solid tone or frozen display was noted. The keypad connector was inspected and no anomalies were noted. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.